Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation of the patient¿s implantable pulse generator (ipg) it was noted that the ¿data was invalid¿. Upon re-interrogation of the ipg, the pacing percentages had changed to zero and the data was gone. The ipg appeared to be functioning normally. The ipg remains in use. No patient complications have been reported as a result of this event.